Event description:
It was reported that a device electrical reset was noted on a remote wireless transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a partial electrical reset.